Event description:
It was reported by the customer that "the mediports had a crack at the y site, causing leak during home infusion." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.